Manufacturer narrative:
(B)(4). Results and conclusions: device or further clarification has not been received.

Event description:
A 2.25mmx12mm endeavor resolute drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a lesion in the right pda. Vessel tortuosity was reported as moderate. The lesion was pre-dilated it was reported that the balloon burst during inflation, at 12atm. It is unk how the case was completed. No clinical sequelae were reported. The patient was reported to be fine post procedure.